Manufacturer narrative:
Covidien customer support engineer inspected the device and identified that the backlight inverter board to be defective. The device was replaced and returned to covidien. (B)(4).

Event description:
Covidien received information stating that during patient use, the 980 ventilator caused a visible haze. The patient was placed on another ventilator. There was no patient harmed or injured as a result of the event.